Event description:
A customer reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a pump reset, and the customer successfully started their sensor session following this assistance.